Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and a video were provided for review. The investigation of the reported event is currently underway. Expiry date: 08/2024. Device pending return.

Event description:
It was reported that during a stent placement procedure via femoral vein, the guidewire allegedly unable to enter the tip of the flexible catheter. It was further reported that the device allegedly had a positioning problem. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure via femoral vein, the guidewire allegedly unable to enter the tip of the flexible catheter. It was further reported that the device allegedly had a positioning problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. Four photos and a video were provided for review, which show that the inner catheter was broken and got stuck over the guidewire. This leads to confirmed results for failure to advance and break as a cascading event. Based on available information and the provded photos and video, the investigation was closed with confirmed result. A definite root cause for the reported event could not be determined based upon the available information. The intended placement of the device in the venous site represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (instruction for use) sufficiently address the potential risks. With regards to device warnings, the instruction for use states 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the instruction for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instruction for use states "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instruction for use states that the stent is to be used on femoral and iliac arteries. H10: (expiry date: 08/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.